Event description:
An issue was reported involving a discrepancy between the displayed time on the pump and the actual time, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device and follow up if the time discrepancy persisted. The customer understood and acknowledged these instructions.